Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 failed to stay closed. A field service engineer (fse) observed the failure of auxiliary full-height drawer 4. The fse removed the drawer from the main station chassis and confirmed that it had a latch inseparable without a magnet. The latch component was replaced, and the drawer was reassembled. All components at the rear of the drawer were inspected, and cable connections were reset. After reinstalling the drawer into the auxiliary chassis, the pyxis bus cable was reconnected, and the station was rebooted. The escort logged into the station and successfully recovered the previously failed storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 was failed to stay closed and unable to recover the storage space. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 was failed to stay closed and unable to recover the storage space. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.